Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately high compared to another device. The reporter claimed obtaining blood glucose readings of "20 points higher" on the subject meter, than the unknown result from the other meter. The tests were performed within an unknown time period. This complaint is being reported because we are unable to determine if the reported results meet lifescan's accuracy criteria, and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.